Event description:
It was reported that a disposable heated wire circuit in use at the facility sparked and ignited the circuit, creating a small fire. The fire was quickly extinguished. The pt was not injured from the incident. An fio2 of 100% oxygen was being delivered to the pt through the circuit at the time of the incident. The circuit had been in use for 3 hours. The pt and ventilator had completed a move from another department 5 minutes prior to the incident. An examination of the circuit found evidence of damage that was determined to have occured prior to the incident reported. This is a preliminary report, the investigation is continuing.